Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure involving the anterior tibial artery on the left side, mid-location, a balloon rupture occurred with the nanocross 014 device. The target lesion was calcified with 90% stenosis, measuring 70 millimeters in length, and the artery diameter was 2.5 millimeters. Moderate resistance was encountered when advancing the device. The procedure involved the use of a 6x65 cm non medtronic sheath and a 3mm spider for embolic protection. The balloon was inflated using a non medtronic inflation device with 50/50 contrast inflation fluid. It was reported the balloon ruptured. The device was safely removed, and the procedure was completed with a new medtronic device.

Manufacturer narrative:
Additional information: one prior inflation was applied. A longitudinal burst was reported at 8 atm. The balloon did not fragment and was safely removed from the patient with no intervention. No vessel injury noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.